Event description:
(B)(6) y/o female pt called zoll customer support to report that her electrode belt was not properly connecting to her monitor. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (not properly connecting to monitor) has been confirmed. Upon investigation, the trunk cable connector pins were bent, preventing the belt from connecting to a monitor. The root cause for the bent pins could not be positively identified but was likely excessive force. No adverse event resulted from the defective electrode belt. The pt received a replacement electrode belt.